Manufacturer narrative:
Additional information provided in b.5., d.10., h.3., h.6. And h.11. The product and a video were returned for analysis and the reported complaint was confirmed. The device was returned in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip. Broken haptic is observed in the plunger groove. The remaining lens was returned in a different manufacturer cartridge. Returned video shows procedure of an iol implantation with company device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the iol is at the pause location. The plunger stopped to advance within the nozzle tip, resulting in only the leading haptic and optic being delivered into the eye. The trailing haptic remained lodged within the nozzle. The hcp attempted to release the trailing haptic using additional instruments. It appeared that the haptic was present in the plunger groove inside the nozzle tip. Despite multiple attempts to free it, the trailing haptic ultimately broke at the gusset area. The plunger remained released only into the nozzle tip and was not released past the nozzle tip during the implantation. The root cause for the broken haptic could not be determined. Broken haptic most likely occurred due to the plunger not being fully advanced. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. No confirmation can be made as to why the plunger remained partially advanced. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received, stating the iol was removed from the eye using the non-company cartridge during the initial procedure.

Event description:
A physician reported that during the intraocular lens () implant procedure, the trailing haptic was not released when implanting the lens into the patient's eye with a preset iol, and the trailing haptic broke when trying to release the lens from the plunger intraocularly. Surgery was completed after replacing the product with another one. Additional information has been requested however no further information received

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a1, a2., a3.a. And d.9. The manufacturer internal reference number is: (B)(4).